Event description:
The report received from the study indicated that the pt experienced a neurological event and expired within twenty-four hours after the index procedure for implantation of a precise 8x30 mm stent in the proximal right carotid artery. A diagnosis of cerebral hyperperfusion syndrome was made. No autopsy was done. The event was reported to be unrelated to the study device and was related to the study procedure. No additional info was available.

Manufacturer narrative:
The pt was reported to be symptomatic for the index procedure. The target lesion was the proximal right internal carotid artery. The lesion was reported to be: 5.0mm length, a 90% stenosis, and 5.0mm reference diameter. The lesion was pre-dilated. An angioguard 7mm embolic protection device was used during the procedure and was successfully retrieved without any technical difficulty or debris noted in the basket. A precise 8x30mm stent was successfully implanted in the target lesion. The pt had no reported neurological deficit upon leaving the angiographic suite post-procedure. The product is not available for evaluation and testing. Additional info will be submitted within 30 days upon receipt.